Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 2 months after the dental implant installation in intraoral region #3, its non- osseointegration was observed. The implant was installed with 30 ncm of primary stability and immediately load was not performed. The patient presented insufficient bone quality/ quantity (bone type IV).